Event description:
It was reported that an ilet user experienced hyperglycemia up to 235 mg/dl after consuming more carbohydrates than were announced, and glucose subsequently stabilized with automated correction. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and no alarms or alerts. Investigation included customer support troubleshooting and education regarding accurate meal announcements. Investigation of this case revealed use-related error in meal size entry without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in carbohydrate/meal announcement.